Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the monopolar curved scissors instrument orange coating was flaking off at the tip of the instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument tube extension pad printing was removed measuring roughly .203' x .051 and .310 x .128 in size, section of removed material were closer to the retaining ring. It was concluded that the damages to the instrument's pad printing were likely due to mishandling/misuse. An additional observation not reported by site was that the main tube exhibited hairline fissure at the distal end in the axial direction, located directly below the reinforcement ring. No other damage was found. An additional observation not reported by site was that the distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pad printing and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.